Manufacturer narrative:
This issue was previously reported via pr 2359862 with MDR# (B)(4). Device investigation completed and housed within pr 2359862 with MDR# (B)(4).

Event description:
It was reported to philips that tempus pro touch screen doesn't navigate where its supposed to.